Event description:
Smartport malfunction/defect. Inserted for access for chemotherapy. On removal found a 1/4 inch hole in catheter approximately 3 inches from port. Pt had burning, hot poking pain after second round of chemotherapy and thereafter. Pt feels pain was from chemotherapy leaking into soft tissue. Dates of use: (B)(6) 2010 ¿ (B)(6) 2010. Diagnosis or reason for use: venous access for chemotherapy. Event abated after use: yes.